Manufacturer narrative:
The device was not returned for analysis. The reviews of the finished product electronic lot history record (elhr) and corrective and preventive actions (CAPA) database were not performed as the specific failure mode, part and lot numbers for this complaint were not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the unexpected medical intervention appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
User facility medwatch mw5151068 report received that states "as reported by the edwards field clinical specialist, after successful implant of a sapien 3 ultra resilia valve in the aortic position, a complication occurred caused by the perclose requiring intervention. There was no allegation of any edwards device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment medwatch report number mw5151068.